Manufacturer narrative:
Detailed initial reporter and product information was not provided to bsc via the provided medwatch report. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
The patient was reported to have experienced torsades de pointes and subsequently died. During a pulmonary vein isolation (pvi) and planned watchman concomitant procedure, a patient experienced a fatal adverse event involving ventricular fibrillation (vf), later identified as torsades de pointes, following the final ablation using a farawave catheter. The patient was able to get into a stable rhythm, but the patient still ended up expiring. The patient was noted to have gone into ventricular fibrillation after the last ablation. The injury was confirmed by the 12 lead on the recording system. Despite immediate resuscitation efforts including cardiopulmonary resuscitation (CPR) and defibrillation, the patient could not be stabilized and ultimately expired. Other devices used during the procedure include three other non-boston scientific catheters. Due to the ventricular fibrillation event, the watchman portion of the procedure was not performed. None of the catheter were available for device return analysis. No further information was provided.